Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device was found in back-up vvi mode. A software download was successfully performed and the device was restored to normal operation. There were no adverse consequences to the patient.